Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-03553. Reference MFR report#1627487-2018-03554. It was reported that patient experienced uncomfortable stimulation from the scs system (described as spiking and stinging sensation). Impedance check revealed invalid impedances on the lead contacts. Reportedly, patient had several falls. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-03553, reference MFR report#1627487-2018-03554. Additional information identified that surgical intervention was undertaken on (B)(6) 2018. During the surgery the physician found the exclaim lead for the epidural system to have normal impedance values. The physician explanted and replaced the ipg and connected to the existing exclaim lead. On intraoperative testing the impedances were found normal. Issue resolved with replacement of the ipg. Reportedly, effective therapy was restored post-operatively.